Event description:
Event complications: none from the event-reported 9/24/96 and 10/18/96. Patient's current status: good - rpt'd 10/18/96.

Manufacturer narrative:
Device label codes: 1738, 1701. Underwater leak testing diclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edge penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.